Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had poor image quality. The images were grainy and blurry. No pt injury was reported.